Manufacturer narrative:
H3 & h6: updated the lot history file was reviewed, and no nonconformities were identified. One used product was returned for evaluation. A visual inspection revealed that there was no damage, or abnormalities were observed. Functional testing was subsequently performed. During leak test, a leak was observed at the tube connector. The reported issue was successfully reproduced and confirmed in the used sample. However, the probable cause was unable to determined. Correction: d1 - brand name and MFR establishment name were updated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the reservoir exhibited a liquid leakage at the tube connector junction prior to use. No injury was reported.